Manufacturer narrative:
Batch review performed on 01 july 2019: lot 179704: (B)(4) items manufactured and released on 11-apr-2018. Expiration date: 2023-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
49 days after primary due to the rupture of the quadriceps tendon the surgeon revised the patient knee repairing the tendon and inserting a thicker insert to compensate some knee laxity. The cause of the quad tendon rupture is unknown. The surgery was completed successfully.